Event description:
Boston scientific received information that this product was part of a system infection. At this time, no intervention has been performed and the lead remains implanted and in service. No additional adverse patient effects have been reported.

Event description:
Further information indicates that the patient was having urinary tract infection unrelated to the devcie and that the physician hoped to changed out the device when the infection clears out.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.